Event description:
A vvr4000i venous reservoir pressurized, spraying blood on the clinical staff. There was no patient involvement.

Manufacturer narrative:
The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The vvr4000i reservoir pressurized and sprayed blood on the clinical staff. The perfusionist stated that the incident could have been caused by the high amount of suction from the transplant case, not a device failure. The vvr4000i reservoir was not returned for evaluation. Without the product for evaluation, the cause of the incident cannot be determined or confirmed. Sorin group italia has requested additional information from the perfusionist. A follow-up report will be filed when this is received.